Event description:
Adverse event(s): "delay of 10 minutes occurred" (no code available). Product problem(s): "footswitch stopped working" (footswitch failure), "system message" (device displays error message). A nurse reported the footswitch stopped working during the case. A reboot of the system was attempted and a system message was received. They chose to switch out system to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The system associated with this complaint was not returned for evaluation and steps could not be taken to replicate or confirm the reported event; therefore, the root cause of the reported issue is unknown at this time. (B) (4). (B) (4). (B) (4).